Event description:
The head of the extension arm broke off when surgeon attempted to distract. Extension arm was attached to the bc distraction body when the extension arm broke. Pt was returned to the operating room on (B)(6) 2012 to remove the bc distractor body and extension arm. Both were replaced with another distractor body (04.315.028) and extension arm (04.315.125). This is the 1st report of 2 for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.